Event description:
It was reported that there was a lead integrity alert for oversensing on the right ventricular (rv) lead. The patient was brought in to do testing with the pocket open to check for lead integrity. It was also reported that there was possibly noise on both device atrial and ventricular channels. After device replacement, noise was seen on both the rv and atrial leads, but was not reproducible using the analyzer. It was thought that there might be issues at the pin connection. The new device was turned off until the lead revision scheduled for two days later. It was then reported that at the lead revision, noise could not be reproduced with device manipulation. The leads remain in use and patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.